Manufacturer narrative:
Device was used for treatment, not diagnosis. Templeton p.a., farrar m.j., williams h.r., bruguera j., smith r.m. (2000) complications of tibial shaft soccer fractures. Injury, international journal of the care of the injured 31(2000) 415-419. This report is for unknown ao locked reamed and undreamed nail / unknown quantity / unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article. Templeton p.a., farrar m.j., williams h.r., bruguera j., smith r.m. (2000) complications of tibial shaft soccer fractures. Injury, international journal of the care of the injured 31(2000) 415-419. United kingdom and spain. Purpose: a retrospective study of ao type 42 tibial diaphyseal fractures that presented to a teaching hospital over a 54 month period was made to identify the proportion sustained whilst playing soccer, determine their characteristics and report treatment and outcome. Demographics: all patients were male with mean age of 24.3 years (range 8&#7480;). 58 patients total with 2 lost to follow up leaving 56. Type of surgery: forty-four (76.2%) were treated non-operatively in plaster, 12 (20.3%) by intramedullary nails and two with external fixators (3.4%). Implants used: ao locked reamed and undreamed nails were used in 12 patients. Complications: complications for ao locked reamed and undreamed nails were deep infection (2), pulmonary embolism (1), re-fracture (1) and delayed/non-union requiring surgery (5). This is report 1 of 1 for (B)(4). This report is for an unknown tibial nail.

Manufacturer narrative:
Device was used for treatment not diagnosis. Radiographs provided information concerning the fracture site and pattern. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.